Event description:
It was reported that multiple power on reset (por) conditions occurred while the pt was in the healthcare provider's office and the device was being interrogated. The device maybe near an end of life (eol) or the por was caused by electromagnetic interference. Neither were confirmed. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).